Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the infusion set had a bent cannula in 4 occasions. Customer's blood glucose level was 510 mg/dl. The customer treated her blood glucose level with a 6 unit bolus. Air bubbles were found in the reservoir and tubing. The customer received an auto-off alarm. The high pressure test passed. The device was not returned.